Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pet lock was separated at the end of the pusher assembly, the pull wire was within its initial position inside the ddt, and the embolization coil was intact with the pusher assembly. If the handle is not properly seated on the proximal end of the pusher assembly prior to actuation, the pet lock may not separate far enough to retract the pull wire out of the ddt to detach the embolization coil from its pusher assembly. During functional testing, the smart coil was able to be detached using a demonstration handle. Further evaluation of the device revealed that the pusher assembly was kinked, and the embolization coil had offset coil winds. This damage was likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, and a non-penumbra guide catheter. During the procedure, three smart coils were implanted into the target location. Next, it was reported that there were several failed attempts to detach the fourth smart coil using the handle. Therefore, the smart coil was removed. The procedure was completed using six additional smart coils, the same handle, the same microcatheter, and the same guide catheter. There was no report of an adverse effect to the patient.